Event description:
A surgeon reported that over the last couple of surgery days, an undefined number of pts have experienced postoperative pain. No specific examples were provided. Additional info was requested. The customer rep called back to report that the surgeon stated the pt pain issue was resolved. Non-steroid antiinflammatory drops are given after the procedure. All the pts are doing well. No further info will be provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).